Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that the right atrial lead exhibited high impedance during implant. The lead was not used and a new lead placed.